Manufacturer narrative:
Concomitant medical products: 402358 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received indicated that a right atrial (ra) lead failed atrial lead position check triggered. It was also reported the right ventricular (rv) lead is no longer functional and device has been re-programmed. No other details were provided as to when the rv lead was abandoned or if it still captures. The rv lead impedance appears to be low, lead warnings triggered, and fractured indicated as a known issue. The ra lead remains in use, and the rv lead indicated as abandoned and remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated no action/intervention was performed for the ra lead position check and the lead remains in use. The rv lead was capped/abandoned at the time of generator change, and remains in the patient out of service.